Event description:
The programmer was returned because it was in a vehicle's trunk when it was rear ended and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the stylus was out of specification electrically and that it was not related to the complaint. The display overlay as well as the stylus was replaced and calibrated. Concomitant product: product ID 229047 software analyzer. (B)(4).